Event description:
The device was received for servicing. The reporter stated that the device was said to have burned a pt's mouth. Additional info was requested and received from hospital via microsurgical on may 15, 2008. A translation of the incident report from french stated: during the surgery they noticed that the plastic flue was pierced, and it looked like it had melted. They changed the flue and continued the surgery and encountered the same problem, so they changed to flue again. At the end of the surgery, they noticed while closing the incision (in the inside of the mouth) that there was a burn on the left corner of the mouth. The alarm on the cusa didn't ring during surgery, and the two rubber o-rings were still intact on the hand piece. A request has been made for more pt info.

Manufacturer narrative:
An investigation has been initiated based upon the reported info.